Event description:
It was reported that a sprung reservoir, part of progav 2.0 shunt sytem (#fx424t) could not be primed. No patient complications were reported as a result of the procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Summary of the investigation results based on our investigation results, we cannot determine functional deviations or other abnormalities of the product. The reservoir is pumpable and permeable. The sprung reservoir operated within all specifications. Please note that not all components of the shunt system were returned for examination. Therefore, it was not possible to carry out an examination to determine a possible malfunction. The examination of the return has been completed with the drafting of this report.